Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may be experiencing atrial fibrillation (af). The atrial sensing is not depicted on implantable pulse generator (ipg) electrograms (egm) and the right atrial (ra) lead exhibited high thresholds. The ipg and the ra lead remain in use. No further patient complications have been reported as a result of this event.